Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 05/26/2016 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that her condition have improved and no medical intervention was needed. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of erratic blood glucose readings and also e-3 error; test strip error. Customer reports symptoms of headaches and feeling thirsty. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms. Blood test performed fasting during call on (B)(6) 2016 produced result of 226mg/dl. Test strip lot manufacturer's expiration date is 07/30/2017 and open vial date is approximately one month ago. The product is stored according to specification. Reviewed meter memory (date / time not set correctly): (B)(6). Customer states that had in infusion yesterday and got steroids. Customer states that because of the steroids the glucose results are high. Customer called the dr. Because the results were still a little higher today after the procedure and wanted to make sure the high results were ok. The dr. Advises her that the high results are ok.